Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: lot number (d4): the lot number has been updated UDI(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a meniscal repair the arthroscopic pusher/cutter was blunt and had difficulty cutting suture. Suture involved was 2-0 orthocord from truespan device. The complaint device was received and inspected. Visually, the device appears worn indicating device was used, but as expected condition and the laser markings are slightly faded. Under magnification, the distal end of the cutter has nicks and marks. When the trigger was tested, it feels rough as though the internal components are worn. When suture was loaded to test its functionality, it does not cut the suture cleanly, confirming this complaint. The possible root cause for the reported failure can be attributed to the age a repeated use of the device causing fair wear and tear, it is possible that the device failed due to being old, dull and worn. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported by sales rep via complaint submission tool that during a meniscal repair the arthroscopic pusher/cutter was blunt, and had difficulty cutting suture . Suture involved was 2-0 orthocord from truespan device. No surgical delay, or patient consequences reported. No other information is known about the case as the rep was not in attendance.